Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they did not recognize the patient temperature in an arctic sun device, water temperature was then no longer adapted.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature in cable. Error 14 patient temperature 1 probe out of range observed. Temperature in cable replaced at hospital. Initial evaluation and final evaluation passed. The serial number for this investigation was unknown. The latest labeling revision was reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the serial number is unknown. Correction: d, e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they did not recognize the patient temperature in an arctic sun device, water temperature was then no longer adapted.